Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the damaged power cord. The system was tested and verified as ready for use. The probable root cause is due to a damaged power cord.

Event description:
It was reported that the power cable of patient side cart (psc) was damaged and replaced. No known impact or patient consequence was reported.